Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that during the procedure to replace the aortic valve, the leads were damaged and displayed high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.